Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation was confirmed when the device was replaced with a mentor smooth round moderate profile 350cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
The investigation and analysis of the returned product was completed by the failure analysis lab on 4/23/2018. Device evaluation summary: it was reported that a 44-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Upon receipt by mentor, the device was received without fluid. White foreign material was observed within the device. The product evaluation team observed a crease on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent measuring <0.1 cm within the crease on the anterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information was received on 5/7/2018. The physician's office indicated they were unable to confirm the deflation in the field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 1010686 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).